Manufacturer narrative:
Product event summary : the proximal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. The connector pin of the lead became extrinsically damaged due to pulling/stretching/overstress. The connector was corroded. The outer insulation of the lead was extrinsically breached due to a tear. The inner insulation of the lead was observed to have blood ingression. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated apparent explant damage. The analyst noted the proximal part of the lead was returned with the connector pin missing. There is a breached depression in the outer insulation at 12.2 cm. The outer insulation is torn at various locations. The proximal conductors are corroded in the connector body at 2 cm. Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
The right atrial lead was returned to the manufacturer with no allegations after being explanted due to a routine system extraction after patient death, and subsequently tested out of specification. No patient complications have been reported as a result of thisevent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: it appears that the lead was soaked in a chemical as there is corroded conductors. If information is provided in the future, a supplemental report will be issued.